Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 112 compared to the labs 160 mg/dl. Tests were done within 21-30 minutes. Pt cleaning meter incorrectly. Check strip test with range. Pt did not experience any adverse events. No further info has been reported.